Event description:
It was reported that the patient was experiencing pain around the battery site. The patient underwent implantable pulse generator (ipg) repositioning procedure. Patient was doing well postoperatively.